Event description:
The customer indicated, the pt returned to the physician's office following a hemorrhoidectomy procedure because of bleeding. The physician had to use sutures to stop the bleeding. No regrasp alarms occurred and seals were confirmed each time the device was used.